Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing lead to pacing inhibition. The lead was successfully reprogrammed. The patient was stable and asymptomatic.

Event description:
New information received notes that the lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.